Event description:
It was reported that the user experienced an occlusion alert while using an infusion set (contact detach) with the ilet system, which was resolved only after a full supply change; the user reported going through five contact detach sets and received troubleshooting and education. Customer care provided support that included replacement of supplies coordination logistics. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion related to the infusion set, with resolution upon replacement of the disposable components. Symptoms included risk for elevated blood glucose associated with an insulin delivery occlusion. Outcomes included temporary interruption of insulin delivery with restoration of therapy after the supply change, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.